Manufacturer narrative:
E1: reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device gives a volume of 17ml in a graduated cylinder when a residual volume of 20ml is on the pump. It suspected that the problem came from the mechanism. The issue was detected during preventative maintenance. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 10/24/2024. One device was received for evaluation. Functional testing was unable to duplicate the reported problem. It was determined that the most probable cause is user error. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.